Event description:
Balloon pump alarming "kink in catheter." Tubing kink free. Blood noted in balloon cath. Ruptured balloon noted by physician. Balloon pulled. Dates of use: one day in 2007. Diagnosis: cardiac cath. Event abated after use stopped: yes.